Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-100, lot# 3784-10036, mfd. 27 apr 11, expires 2014-04, UDI (B)(4). 2nd (inferior): ifuse implant, p/n 7040-100, lot# 3777-10030, mfd. 24 feb 11, expires 2014-02, UDI (B)(4).

Event description:
The patient has had a previous lumbar fusion. In (B)(6) 2012, the patient had a right-side si joint arthrodesis where two implants were placed. The patient later complained of no pain relief from the si joint arthrodesis and wanted the implants removed. There was no medical indication for the removal of the implants. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the si joint implants. The status of the patient following the revision procedure is not yet known.